Event description:
Caution: the situations described below are extremely sensitive in nature and complete anonymity must be maintained if (B)(6) chooses to publish. Our hospital will likely seek legal action for breech of contract regarding our new symbiq smart pumps that were acquired in (B)(6) 2012. We are the only facility in our health system currently using this version of their firmware. The problems described below involve secondary line chemo infusions backing up into primary line and even into primary fluids past the back check valve in the primary tubing. Hospira has been in contact with our hospital. As of today, hospira rep indicated that they would be reporting this to the FDA. We are not sure if this is firmware, pump device, and/or tubing issue(s). We have photos. Below is a summary of events per our chemo clinical pharmacist specialist. Please let us know if you need additional information or files. Thank you. A (B)(6) male with kaposi's sarcoma receiving doxil (liposomal doxorubicin) in 250 ml d5w with a total volume of 276 ml. Drug was infusing at 276 ml/hr and at approximately 45 minutes into the infusion, the primary fluids were pink due to back flux of the secondary piggy back up the primary line and past the back check valve. The same pt had this happen again during their next cycle, back flux was noticed within 5 minutes and was caught before it made it up to the back check valve. The primary tubing was clamped to stop the doxil from backing up into the primary fluid. A (B)(6) female with ovarian cancer receiving doxil (liposomal doxorubicin) in 250 ml d5w with a total volume of 290 ml. Drug was infusing at 290 ml/hr and back flux was noticed within 5 minutes and was caught before it made it up to the back check valve. The primary tubing was clamped to stop the doxil from backing up into the primary fluid. A (B)(6) female with ovarian cancer receiving doxil (liposomal doxorubicin) in 250 ml d5w with a total volume of 277 ml. Drug was infusing at 277 ml/hr and back flux was noticed within 5 minutes and was caught before it made it up to the back check valve. The primary tubing was clamped to stop the doxil from backing up into the primary fluid. A (B)(6) female being worked up for possible cll. She was receiving 250 mg of ferric gluconate in 100 ml 0.9% naci with a total volume of 120 ml. Drug was infusing at 60 ml/hr and back flux was noticed to above the back check valve at 1 hr into the infusion (see picture below). (B)(4). (B)(6).

Event description:
Caution: the situations described below are extremely sensitive in nature and complete anonymity must be maintained if (B)(6) chooses to publish. Our hospital will likely seek legal action for breech of contract regarding our new symbiq smart pumps that were acquired in (B)(6) 2012. We are the only facility in our health system currently using this version of their firmware. The problems described below involve secondary line chemo infusions backing up into primary line and even into primary fluids past the back check valve in the primary tubing. Hospira has been in contact with our hospital. As of today, hospira rep indicated that they would be reporting this to the FDA. We are not sure if this is firmware, pump device, and/or tubing issue(s). We have photos. Below is a summary of events per our chemo clinical pharmacist specialist. Please let us know if you need additional information or files. Thank you. A (B)(6) male with kaposi's sarcoma receiving doxil (liposomal doxorubicin) in 250 ml d5w with a total volume of 276 ml. Drug was infusing at 276 ml/hr and at approximately 45 minutes into the infusion, the primary fluids were pink due to back flux of the secondary piggy back up the primary line and past the back check valve. The same pt had this happen again during their next cycle, back flux was noticed within 5 minutes and was caught before it made it up to the back check valve. The primary tubing was clamped to stop the doxil from backing up into the primary fluid. A (B)(6) female with ovarian cancer receiving doxil (liposomal doxorubicin) in 250 ml d5w with a total volume of 290 ml. Drug was infusing at 290 ml/hr and back flux was noticed within 5 minutes and was caught before it made it up to the back check valve. The primary tubing was clamped to stop the doxil from backing up into the primary fluid. A (B)(6) female with ovarian cancer receiving doxil (liposomal doxorubicin) in 250 ml d5w with a total volume of 277 ml. Drug was infusing at 277 ml/hr and back flux was noticed within 5 minutes and was caught before it made it up to the back check valve. The primary tubing was clamped to stop the doxil from backing up into the primary fluid. A (B)(6) female being worked up for possible cll. She was receiving 250 mg of ferric gluconate in 100 ml 0.9% naci with a total volume of 120 ml. Drug was infusing at 60 ml/hr and back flux was noticed to above the back check valve at 1 hr into the infusion (see picture below). (B)(4). (B)(6).

Event description:
Caution: the situations described below are extremely sensitive in nature and complete anonymity must be maintained if (B)(6) chooses to publish. Our hospital will likely seek legal action for breech of contract regarding our new symbiq smart pumps that were acquired in (B)(6) 2012. We are the only facility in our health system currently using this version of their firmware. The problems described below involve secondary line chemo infusions backing up into primary line and even into primary fluids past the back check valve in the primary tubing. Hospira has been in contact with our hospital. As of today, hospira rep indicated that they would be reporting this to the FDA. We are not sure if this is firmware, pump device, and/or tubing issue(s). We have photos. Below is a summary of events per our chemo clinical pharmacist specialist. Please let us know if you need additional information or files. Thank you. A (B)(6) male with kaposi's sarcoma receiving doxil (liposomal doxorubicin) in 250 ml d5w with a total volume of 276 ml. Drug was infusing at 276 ml/hr and at approximately 45 minutes into the infusion, the primary fluids were pink due to back flux of the secondary piggy back up the primary line and past the back check valve. The same pt had this happen again during their next cycle, back flux was noticed within 5 minutes and was caught before it made it up to the back check valve. The primary tubing was clamped to stop the doxil from backing up into the primary fluid. A (B)(6) female with ovarian cancer receiving doxil (liposomal doxorubicin) in 250 ml d5w with a total volume of 290 ml. Drug was infusing at 290 ml/hr and back flux was noticed within 5 minutes and was caught before it made it up to the back check valve. The primary tubing was clamped to stop the doxil from backing up into the primary fluid. A (B)(6) female with ovarian cancer receiving doxil (liposomal doxorubicin) in 250 ml d5w with a total volume of 277 ml. Drug was infusing at 277 ml/hr and back flux was noticed within 5 minutes and was caught before it made it up to the back check valve. The primary tubing was clamped to stop the doxil from backing up into the primary fluid. A (B)(6) female being worked up for possible cll. She was receiving 250 mg of ferric gluconate in 100 ml 0.9% naci with a total volume of 120 ml. Drug was infusing at 60 ml/hr and back flux was noticed to above the back check valve at 1 hr into the infusion (see picture below). (B)(4). (B)(6).

Event description:
Caution: the situations described below are extremely sensitive in nature and complete anonymity must be maintained if (B)(6) chooses to publish. Our hospital will likely seek legal action for breech of contract regarding our new symbiq smart pumps that were acquired in (B)(6) 2012. We are the only facility in our health system currently using this version of their firmware. The problems described below involve secondary line chemo infusions backing up into primary line and even into primary fluids past the back check valve in the primary tubing. Hospira has been in contact with our hospital. As of today, hospira rep indicated that they would be reporting this to the FDA. We are not sure if this is firmware, pump device, and/or tubing issue(s). We have photos. Below is a summary of events per our chemo clinical pharmacist specialist. Please let us know if you need additional information or files. Thank you. A (B)(6) male with kaposi's sarcoma receiving doxil (liposomal doxorubicin) in 250 ml d5w with a total volume of 276 ml. Drug was infusing at 276 ml/hr and at approximately 45 minutes into the infusion, the primary fluids were pink due to back flux of the secondary piggy back up the primary line and past the back check valve. The same pt had this happen again during their next cycle, back flux was noticed within 5 minutes and was caught before it made it up to the back check valve. The primary tubing was clamped to stop the doxil from backing up into the primary fluid. A (B)(6) female with ovarian cancer receiving doxil (liposomal doxorubicin) in 250 ml d5w with a total volume of 290 ml. Drug was infusing at 290 ml/hr and back flux was noticed within 5 minutes and was caught before it made it up to the back check valve. The primary tubing was clamped to stop the doxil from backing up into the primary fluid. A (B)(6) female with ovarian cancer receiving doxil (liposomal doxorubicin) in 250 ml d5w with a total volume of 277 ml. Drug was infusing at 277 ml/hr and back flux was noticed within 5 minutes and was caught before it made it up to the back check valve. The primary tubing was clamped to stop the doxil from backing up into the primary fluid. A (B)(6) female being worked up for possible cll. She was receiving 250 mg of ferric gluconate in 100 ml 0.9% naci with a total volume of 120 ml. Drug was infusing at 60 ml/hr and back flux was noticed to above the back check valve at 1 hr into the infusion (see picture below). (B)(4). (B)(6).